Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger cord was bent and the ilet did not charge, and a replacement charger was sent overnight. Symptoms included no adverse clinical effects. Outcomes included no impact on user health or therapy continuity beyond the need for a replacement accessory. Investigation included remote assessment and logistical replacement of the charger. Investigation of this case revealed a damaged charging accessory consistent with a device component issue that prevented charging. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the charger accessory.